Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the programmer's stylus was unable to be calibrated. The bezel overlay was replaced and calibrated to the stylus. It was also indicated that the display was distorted. The interpose board was replaced. The programmer passed final functional and system tests.

Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.